Event description:
Customer reportedly obtained a result of 315mg/dl on the advantage system while the hospital device read 100mg/dl within 10 minutes. No action was taken based on device results. No treatment information provided. Requested return of suspect system and replacement was sent.